Event description:
It was reported that the 6800 system locked up during a case. The 6800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive, sbc, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.